Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. This report is for one (1) inter-lock screwdriver t25/3.5 mm hex/330 mm. Lot number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the inter-lock screwdriver was broken during screw insertion and would not properly engage with the screw head during orthopedic procedure. There were fragments generated from the broken device. There was no surgical delay. Procedure was successfully completed. There was no patient consequence concomitant device reported: unk - screws: trauma (part # / lot #: unknown, quantity# 1) . This complaint involves one (1) device. This report is for one (1) inter-lock screwdriver t25/3.5 mm hex/330 mm. This is report 1 of 1 for (B)(4).